Event description:
Customer called with concerns on the accuracy of her plink meter. Has been reading erratically. Analysis run on clark error grid using mean avg. Reading (349) as reference point vs. Bd readings (549, 358, 142) yielded some data points in the c/d range of the grid, outside acceptable limits.